Event description:
It was reported the patient experienced increased spasticity. A revision was done due to a catheter occlusion. The existing catheter segments were replaced with a new catheter. The explanted catheter was discarded. The pump was delivering baclofen.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2012-(B)(6), product type catheter: product ID 8596sc, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2012-(B)(6), product type catheter. (B)(4).